Event description:
Stryker reports that one of their loaner devices was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The stryker service technician evaluated the loaner device and verified the reported issue. The device is unable to be repaired and was scrapped by stryker.